Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cs100 intra-aortic balloon pump (iabp) k6 k7 k8 test failed. Leak value exceeds. No patient involved

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) tested the machine, check leak in steps k6, k6a, k7, k8 leak test, the leak value is beyond the acceptable level. Drive manifold set need to replaced because the leakage measurement is over. And found that the safety disk had expired since 2021, it should be replaced so that the machine can be used efficiently. Initially, a price offered to replace the spare parts. Currently, offer spare parts prices for customers to order and replace. No response from customer as of now. If any new information is received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: medical device ¿ problem code.

Event description:
N/a.